Event description:
Ligasure 5 mm 37 cm laparoscopic sealer/divider failed during surgery - it did not cut.====================== health professional's impression======================unsafe conditions.====================== manufacturer response for valleylab ligasure v per site reporter======================qa found that the knife trigger would frequently remain in the fully actuated position until the latching handle was released. The knife trigger retracts to its home position when the latching handle is released. Once the latching handle is released the jaws will open normally.